Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated the surgical intervention was undertaken on (B)(6) 2020 wherein the ipg pocket site was moved from left flank to left buttocks. This addressed the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was experiencing pain the ipg site. Surgical intervention may be pending to address the issue.